Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that, the blood glucose came down but then it will go back up. Her blood glucose 520 mg/dl but now she is down to 485 mg/dl since she changed the set. The blood glucose at time of incident was 341 mg/dl and current blood glucose was 485 mg/dl. Customer reports the following symptoms related to their high blood glucose were very tired, going to bathroom a lot and very thirsty and had nausea. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. Customer run a self-test on pump and was passed. Customer blood glucose at 507 mg/dl now. The blood glucose was 341 mg/dl when high started yesterday. Customer also stated that, the insulin pump had air bubble anomaly, approximate size of air bubbles is really small air bubbles. Customer also had transmitter charging issues. The insulin pump and reservoir will not be returned for analysis.